Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up a dislodgment in the right atrial (ra) lead was observed after performing an x ray. In addition, capture thresholds were reported to have increased, and the sensitivity was noted to had decreased. Ra therapy was reported to be disabled, and a follow up appointment was scheduled in the near future. This ra lead remains in service. No adverse patient effects were reported.